Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient who was reported to be in the 80s. The other perclose at device referenced is being filed under a separate medwatch MFR number. The safety and effectiveness of the perclose at devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused representative samples with the same part number as the complaint device and two separate lot numbers (21101j1, 21001j1) were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the heavily calcified common femoral was attempted using a perclose at after an unspecified procedure. Reportedly, following suture deployment, when removing the device from the patient anatomy, the device was sticking and hemostasis was not achieve. A second perclose at device was used with the same results. A third device was used to achieve hemostasis. The patient developed a pseudoaneurysm that resolved after thrombin was given. The physician is reported to be trained in the use of the perclose at device. A clinically significant delay of approximately 30 minutes was reported. No additional information was provided.